Event description:
1996- bil breast augmentation with silicone implants 175cc 2007 - p.e. Bil silicone implants with grade I capsule - pt not having any problems with implants but would like to be a little fuller. Implants removed intact - no apparent rupture.